Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 87 mg/dl. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A new pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Findings: pump was received with broken reservoir tube lip, missing reservoir o-ring, cracked reservoir tube window, broken belt clip slot at battery tube threads area, cracked battery tube threads, cracked display window corner and cracked lcd window. Unit passed displacement test, rewind,basic occlusion, occlusion, prime/a33 and no delivery tests. No delivery anomaly noted. (B)(4).